Manufacturer narrative:
The reported product is not anticipated to be returned as the reporter declined to return the device in question when requested. In the absence of a returned device, an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of investigation or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue, noted after 3 to 4 days of sensor use, was reported with the abbott diabetes care (adc) device. The reporter, who is the customer's spouse, stated that through the evening of (B)(6) 2024 into the morning of (B)(6) 2024, the adc sensor was providing readings in the normal glucose range. On (B)(6) 2024, a reading of 96 mg/dl was obtained and the customer "took something to get through the night". At this time, a diagonal downwards trend arrow was noted, which indicates glucose is falling (between 1 and 2 mg/dl per minute). Further sensor readings of 107 mg/dl (10:42 p.m., (B)(6) 2024), 106 mg/dl (12:22 a.m., (B)(6) 2024), and 121 mg/dl (2:27 a.m., (B)(6) 2024) were provided. In the morning of (B)(6) 2024, the customer was found to be lethargic and unresponsive, and a sensor reading of 108 mg/dl was obtained at 4:54 a.m. A horizontal trend arrow was noted at this time, which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer's spouse called emergency services at this time. At the hospital, the customer's blood glucose was measured as 800 mg/dl from an unspecified device. The customers spouse stated that the customer additionally had kidney damage, had suffered a myocardial infarction (troponin levels noted to be 30,000), and experienced other unspecified health conditions. Stroke protocol was conducted, and the customer was provided unspecified treatment to "keep [the customer] stable". It was reported that by 1:45 p.m. On (B)(6) 2024, the customer's blood glucose had come down to 162 mg/dl (unspecified device). The customers spouse stated that the adc sensor was reading 'lo' (> 40 mg/dl) at this time. The customer was released from the hospital at an unspecified time and date, post-stabilization, but required further dialysis treatment after release. Blood glucose can increase as a result of increased troponin levels and heart issues, due to increased stress on the body related to the aforementioned conditions. The increase in blood glucose may additionally lead to acute kidney damage. However, this damage is reversible and low readings from one adc sensor, which had been in use for 3 to 4 days, would not lead to permanent, irreversible kidney damage. Additionally, it is the opinion of abbott diabetes care that the reported low readings would not have caused neither the myocardial infarction nor stroke as both are risk factors associated with the disease of diabetes itself, with the risk increasing significantly as an individual's diabetes mismanagement increases. The customers spouse stated that approximately 1 month after release from the hospital, on (B)(6) 2024, the customer experienced heart failure and passed away. It is unknown what further health conditions the customer may have experienced between (B)(6) 2024. The customers spouse declined to provide further details regarding the death of the customer, and declined to return the adc device in question when requested. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the death of the customer. If further information is obtained, a follow-up report will be provided.